Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
All buttons functioning properly during testing however, found moisture damage on the keypad traces during visual inspection. No button error alarm during testing. The insulin pump passed functional tests. The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched liquid crystal display window, and scratched reservoir tube window.

Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 68 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.